Event description:
A customer contacted baxter's (B)(4) regarding the home choice (hc) alarm situation check lines and bags that occurred during prime. The technical service representative (tsr) assisted the home patient (hp) as the hp called to report the alarm. The hp stated he did his own troubleshooting by removing the bags and allowing fluid to run freely from them. They found they were ok so he changed out the cassette and used the same bags. The hp was able to complete therapy so the tsr advised the hp that set up was compromised by reusing the bags and to let the nurse know. The hp states he ran out of solution this morning in bags and completed therapy manually. The patient was involved but there was no patient injury or medical intervention reported. During follow up the hp stated that nothing was noticed with the supplies and using new supplies cleared the alarm. The nurse had been contacted regarding the event and the patient has been doing fine since the event.

Manufacturer narrative:
(B)(4). This report of a system error 2267 alarm was confirmed and the cause was identified as use error. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A companion sample is being returned for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.